Manufacturer narrative:
Product complaint # ==> (B)(4). Visual examination of the returned device revealed significant wear with severe indentation marks, consistent with successful usage over a long period. The torque handle was tested for torque. It was noted that the handle was not able to turn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The torque handle has been extensively used based upon its worn appearance and was likely subject to numerous autoclave cycles. Oxidation can occur within the instrument's internal mechanism because of repeat autoclave cycles. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the handle not able to turn can be attributed to general wear and tear. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the final tightener handle did not torque. Patient consequence? : no. Action taken for procedure: had multiple kits for backup. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.